Event description:
It was reported that the pump touch screen was unreadable around the edges. Additionally, it was reported that the pump's alarm sound was not annunciating and pump was not vibrating when alerts and alarms were declared. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.